Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model#: sc-4316, lot #: 17870843/17079621/17146842, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection at the midline incision site. Symptom were low-grade fever and swelling at the midline incision site. The physician did not feel that the infection was due to the device, but believed that the infection was the result of the patient's previous revision procedure. The patient was prescribed antibiotics, and underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had an epidural abscess and was recommended to have a laminectomy. This patient, who underwent an explant, continued the intravenous antibiotics and did well.

Event description:
A report was received that the patient developed an infection at the midline incision site. Symptom were low-grade fever and swelling at the midline incision site. The physician did not feel that the infection was due to the device, but believed that the infection was the result of the patient's previous revision procedure. The patient was prescribed antibiotics, and underwent an explant procedure.